Manufacturer narrative:
The reported observation of no pain relief was not confirmed during electrical analysis. The root cause of the observation was not ascertained. A visual microscopic inspection of the returned 3186 percutaneous lead found it was intact with no anomalies. An inspection of the terminal end found proper setscrew engagement markings on the setscrew band. End to end resistance measurements were taken and all channels passed. Isolation continuity measurements for all channels measured greater than 20 mega-ohm which is within the expected range.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. As a result, surgical intervention was undertaken wherein the entire system was explanted. Note: it is unknown which lead is related to this issue.

Manufacturer narrative:
Date of event is estimated e1: reporter phone number: (B)(6). Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: t00005673. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.